Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited pacing inhibition. It was noted that the lead had perforated the heart wall. A revision procedure was performed where the lead was successfully repositioned to the septum. The rv lead remains in service